Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy did not relieve the pain the patient had in their back so the patient was planning on removal of the device in the very near future by an orthopedic surgeon during lumbar surgery. It was noted that the neurostimulator was unable to recharge and the patient thought the battery was not able to charge anymore. The patient was exited from the study as they did not plan on using the implant anymore. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. The therapy was suspended and the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.